Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device 68 showed no loaded medication. The customer stated that they were not able to remove meds and they used the machine next to station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 3 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4)¿ 68 devices on hsv as upload in retry mode and device with upload stopped. ¿ case: (B)(4)¿ device with upload stopped - retry mode. ¿ case: (B)(4)¿ 68 pyxis machine (new machine) listed in hsv as device with upload stopped 14 hours and device with upload in re-try mode 14 hours. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications loaded into the pyxis didn¿t match the physical loads due to database synchronization issues and/or database corruption. A field service engineer worked with customer to pop out the medications out of the cubies and reload them back in to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.